Event description:
Acct reported that pt was diagnosed with a corneal ulcer in the right eye. Pt initially presented with complaint of right eye "burning,tearing, and pinching." Doctor stated that the pt's corneal ulcer was "not a direct result of the contact lense;it was more of a wearing issue." No further information was provided by the doctor. Lot history review: the batch record did not show any abnormalitiesin monomer and solution testing. All parameters tested within specification. All sterilisation requirements were successfully completed.